Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (form the same lot) implanted as part of her scs system. It was reported the pt experienced ineffective stimulation. Diagnostic testing showed invalid impedance readings. Reprogramming was unable to resolve this issue. The pt may undergo surgical intervention at a later date as the next course of action.